Event description:
It was reported that the pressure chamber was not reading the correct pressure. The fault was found during a biomed functions check. Reading was 210 mmhg on pressure chamber, as "opposed to 290-300 mmhg". The pressure from the tower was exact, 5.6 psi. The fault occurs during testing. No patient involvement or harm.

Manufacturer narrative:
B3: date of event and d4: UDI number are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
It has been determined that complaint file (B)(4) with a manufacturing report number of 3012307300-2024-01202 is a duplicate complaint entered in error. Please disregard the previous submission(s). Any additional reporting will be conducted under the applicable file.